Manufacturer narrative:
Pre-inspection of the handpiece indicates that the motor shorted. The pre-repair temperature test could not be performed. Therefore, overheating of the handpiece could not be confirmed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a handpiece got hot in less than one minute. Use of the handpiece was discontinued due to the heat. A replacement handpiece was used to complete the case. There was no patient injury.

Manufacturer narrative:
The product analysis indicates that the bearings were corroded and the motor had shorted. The motor, bearings, and seals were replaced. The handpiece was tested and passed to specifications. (B)(4).